Manufacturer narrative:
The account stated the left user control module cord was cut. Per the hill-rom service manual, the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the cords and plugs for cuts, nicks, breaks, frays and for correct grounding. Since the account could not provide the serial number of the bed, we are unable to determine if hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the left user control module cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating when the bed is plugged in, the bed's head hi/low runs up on its own. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).